Event description:
Pt with lung cancer who had been switched to carboplatin, taxol last month. She was getting taxol infusion in the clinic on the day of admission when it was noted that her chemotherapy was infiltrating. Chest x-ray showed fractured port catheter tip. She was admitted to correct this. She was taken to the cath lab and a free floating catheter in the svc and right atrium was removed percutaneously using endovascular snare. On 1/28/97 she went to surgery and the old hub was removed and replaced with a new port in contralateral right chest. She received chemotherapy then. The port that was removed had been in the left.